Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 4pm. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine. About 16 hours after the alleged issue, the patient claims he felt symptoms of shaky, head felt cloudy and was very hungry. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the correct test strips were being used for testing. There was no indication of misuse. The alleged issue was not resolved with training. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.